Event description:
Reporter alleged blood glucose measured 240s mg/dl on the customer's meter compared to the hospital result in the 130s mg/dl. Customer stated wanted to compare glucose results to the professional method. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.